Event description:
The endotracheal tube in a premature neonate became occluded. The neonate's abg's began to drop and pulmonary function tests showed increased resistance in the tube. The tube was changed and repeat pulmonary function tests immediately improved. The rptr did not know how long the endotracheal tube had been in before occlusion occurred. The rptr stated that fat globules were noted in the neonate's mucous specimen.